Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in spain on (B)(6) 2024 the patient faced that the infusion set cannula was bent. The pump detected an occlusion that prevents the flow of insulin and possible connection issue occlusion in the tubing kinked/bent, tubing bending/straining tubing where it connects to reservoir. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available